Event description:
It was reported by the affiliate a low anterior resection was done using the ax55b. After the surgeon closed the distal rectum and cut it, he found the rectum had no staple line. They reverted to suturing and the pt had a safe result. There was no consequence to the pt.

Manufacturer narrative:
H6; code 100: instrument reportedly was empty of staples when fired. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: condition of anvil good, condition of anvil shroud good, condition of cartridge good, condition of driver good/extended, condition of earmuff good, condition of head good, firing lever position open/fired position, rotation good, staples present no, tirgger position closed/fired position. Functional tests & results: articulation yes, closure force normal, instrument cycled yes. Analysis conclusion: based upon inquiry info received, visual examination and functional test, no conclusion could be reached at to what may have caused reported incident. It could not be ascertained as to why, during surgery, staples were not fired nor discovered upon examination after firing sequence. Instrument was received for analysis with no staples present and in good physical condition. Instrument was examined and was found to be functional. Upon loading and firing instrument, instrument performed as designed. This inquiry was orignally reported as an rpo (record purposes only). Co strives to understand each incident as it occurs in order to continuoulsy improve products. It should be noted that stringent inspection and control points exist in mfg line along with a laser inspection system that detects missing staples and empty instruments. Staple loading process was reviewed and demonstrated a very high degree of reliability.